Manufacturer narrative:
(B)(4). The sample was not available; therefore, the reported condition could not be confirmed and the cause was undetermined. A batch review was not conducted as the lot number was not provided. A follow-up MDR will be submitted if additional information is obtained.

Event description:
When the writer contacted the home patient (hp) on (B)(6) 2012 during follow up on a reported alarm, the hp mentioned a connection issue, during use. The hp stated that after starting over with new supplies, therapy went well. The hp stated that the red bag wouldn't spike all the way. The hp also stated that when they went to drain the bag later the solution wouldn't flow. The hp didn't notice anything unusual with the supplies that could have caused the problems. The hp did not have the supplies used at the time of the alarm. The hp was unable to provide a lot number for the bag but did have a companion sample which was requested. The hp did not have a companion sample or lot number for the cassette. Since then, therapy has been going well. There was patient involvement but no injury or medical intervention was reported.